Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/13/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the plunger was in advanced position and the cartridge was correctly engaged into lower body of the pcb00 device. The intraocular lens (iol) was also returned and it observed cut in two pieces. Loose particles and viscoelastic residue were observed on the lens surface. One haptic was observed broken and the broken piece was not returned. The customer's reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was torn with the trailing haptic detached and one broken haptic. Patient contact was reported. Reportedly, the lens was removed and replaced during the same surgical procedure with another lens, same model and diopter. The incision was not enlarged, no suture was used and no patient injury was reported. The lens was discarded by the customer. No further information was provided.